Event description:
The customer stated that he performed a control test using his contour meter and rec'd a result of 50's (mg/dl). The normal control range was 103-143 mg/dl. The customer did not allege any adverse events. The call was disconnected while the customer was trying to troubleshoot the meter and test strips. Attempts to reach the customer were not successful. No product will be returned for eval.